Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, type of investigation, investigation findings).

Manufacturer narrative:
Other contact person phone number:(B)(6). Updated field: b4, b5, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, h6 medical device problem code. It was reported that the cs100 has an autofill failure alarm issue. The customer reported that the equipment did not provide counter-pulsation and experienced occasional malfunctions (the equipment shut down during use). It was immediately replaced with another device. No injuries or fatalities were reported. The drive manifold was replaced, and the equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump (iabp) did not provide counter-pulsation and experienced occasional malfunctions (the equipment shut down during use). It was immediately replaced with another device. No injuries or fatalities were reported. No harm or injury to the patient was reported.

Event description:
It was reported by the customer that cs100 intra-aortic balloon pump (iabp) was shut down during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name, address, and phone: (B)(6). A supplemental report will be submitted upon completion of our investigation.